Event description:
Received notice of complaint concerning above product from director of nursing. Reports a blood leak on a 5th use dialyzer. Called facility 5/29 for further info, director of nursing on vacation until 6/5. No one else able to provide needed info until then. 6/5-received info from director of nursing regarding event. States health care provider noted blood in dialysis outflow just after treatment initiated. Treatment stopped, blood in arterial line returned. Estimated blood flow approximately 150cc from loss of extracorporeal system the director of nursing reports that the pt remained stable throughout the event. No labs drawn, no transfusion or other intervention required. Treatment re-started with new set up and completed without further incident. This dialyzer had been used prior to this event, four times, without incident. The dialyzer was discarded on the day of the event. Medwatch form filed based on blood loss.